Event description:
It was reported that the patient experienced an st segment elevation. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient. A contrast injection was performed. At this time the physician noted that the patient was experiencing an st segment elevation. No air was seen on any imaging during the procedure. The st segment elevations resolved on their own after one minute. No intervention or treatment was performed for this event. The procedure was continued and successfully completed with no other complications or consequences occurring. The patient was kept overnight for further observation. No complications occurred and the patient was discharged the next day fully recovered from this event.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that the patient experienced an st segment elevation. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient. A contrast injection was performed. At this time the physician noted that the patient was experiencing an st segment elevation. No air was seen on any imaging during the procedure. The st segment elevations resolved on their own after one minute. No intervention or treatment was performed for this event. The procedure was continued and successfully completed with no other complications or consequences occurring. The patient was kept overnight for further observation. No complications occurred and the patient was discharged the next day fully recovered from this event.